Event description:
The customer reported that a white dot was displayed on the screen during an installation involving an olympus camera head. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name- (B)(6).